Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 9 inappropriate shock(s) due to an episode of atrial arrhythmia. The device experienced therapy exhaustion. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 9 inappropriate shock(s) due to an episode of atrial arrhythmia. The device experienced therapy exhaustion. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.